Event description:
It was reported that a user replaced a dexcom g7 sensor paired to an ilet system and subsequently observed unexpected ¿high¿ glucose readings on the ilet display, consistent with hyperglycemia of unclear cause; troubleshooting and education were provided, including confirmation of active sensor pairing and guidance to monitor glucose for at least an hour for return to range. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond monitoring, and no hospitalization. Investigation included review of device data and user reports and provision of user education and troubleshooting. Investigation of this case revealed no device malfunction confirmed and no reproducible fault identified. It was concluded that the event was not confirmed to be device related and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.